Manufacturer narrative:
Correction: previously reported g4 should have been 29 dec 2020 rather than 30 dec 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-25159. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and left ventricular lead exhibited failure to capture. It was noted that the thresholds became progressively worse until there was no capture at all. The leads were both capped and replaced on (B)(6) 2020. Further information was requested however, was not provided.

Event description:
New information noted that the patient was stable post procedure.